Manufacturer narrative:
Device under evaluation. The evaluation will be provided in a follow-up report.

Event description:
User facility reported: post a diagnostic coronary angiogram on a patient presenting chest pain and during a percutaneous coronary intervention (pci), when placing the guiding catheter into the patient's artery, a microbubble of air was injected into the patient. The air was not visible on the cine-angiogram. The patient experienced sinus bradycardia, slight convulsions of the right arm, and diminishing consciousness lasting for approximately 10 to 15 minutes duration. The patient recovered the same day with no additional clinical consequences reported.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on (B)(6) 2018, and functionally tested and met pre-established specifications. The acist multi-use syringe kit, model a2000, and the acist single-use manifold kit, model bt2000, were returned to acist and were visually inspected and functionally tested on (B)(6) 2018. There was no evidence of device malfunction related to this event based on the data from the analysis of the cvi injection system and the consumable kits. A copy of the cine-angiogram was requested from the user facility but has not been received to date. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi user manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injection system. Based on testing and evaluation of the cvi injection system and consumable kits, there is no evidence of device malfunction related to the reported event. This report is considered closed.